Event description:
Pt had initially called and reported alleged "sepsis," "pain at the port," and "stomach perforation." The pt did not know the serial number of the device and if the device was returned to allergan by the surgeon. The pt stated that the device was not replaced and the pt did not know if the infection was cultured. The reported events have not been confirmed by a medical or health professional since the pt did not grant allergan permission to contact the surgeon. Additional info allergan received a maude report from the FDA that had been submitted by a pt. According to this report, the pt experienced a "lap band ruptured by stomach" and "serious sepsis, followed by hospitalization mostly in intensive care for 6 weeks", as well as "sudden pain in the area of the post [port] site became intense." The report also states the following: "I had the lap band for 2/12 years before perforation" and "the only test ever done while I had the lap band was a barium swallow, which showed no slippage or damage."

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirmed or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, an analysis or testing has been done. Stomach perforation, sepsis (severe infection, and pain (abdominal) are surgical and physiological complications, and a product analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of stomach perforation and infection as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer tha 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain."